Manufacturer narrative:
Corrected field: h6 (patient codes): "no clinical signs, symptoms or conditions" was switched with "electric shock". H6 (impact codes): "sedation" code was included.

Event description:
It was reported that this patient was admitted into the hospital. The patient suffered a ventricular tachycardia (vt) episode that could not be converted after rounds of anti-tachycardia pacing (atp) and tachy shocks. Rhythm was eventually self-converted successfully. The next day, the patient received amiodarone to control the vts and was scheduled for a defibrillation threshold (dft) test in an effort to improve/adjust his tachy therapies. It was considered to reverse this right ventricular lead's polarity or changing this lead with a df4 lead. Vt zones were adjusted. Technical services reviewed the case and stated the polarity could be reversed, but it is the same vector with just a different energy direction. And if it is to put another df4 lead, would just need an adaptor without the need to replace this patient's implantable cardioverter defibrillator. Additional information was received confirming the dft test was performed in reverse polarity twice, being successful. This conversion failure is related to the patient's cardiac condition as it had decline and has not been compliant with follow up. This rv lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted into the hospital. The patient suffered a ventricular tachycardia (vt) episode that could not be converted after rounds of anti-tachycardia pacing (atp) and tachy shocks. Rhythm was eventually self-converted successfully. The next day, the patient received amiodarone to control the vts and was scheduled for a defibrillation threshold (dft) test in an effort to improve/adjust his tachy therapies. It was considered to reverse this right ventricular lead's polarity or changing this lead with a df4 lead. Vt zones were adjusted. Technical services reviewed the case and stated the polarity could be reversed, but it is the same vector with just a different energy direction. And if it is to put another df4 lead, would just need at adaptor without the need to replace this patient's implantable cardioverter defibrillator. Additional information was received confirming the dft test was performed in reverse polarity twice, being successful. This conversion failure is related to the patient's cardiac condition as it had declined and has not been compliant with follow up. This rv lead remains in service and no additional adverse patient effects were reported.